Manufacturer narrative:
Device evaluation: h6 and h10. The suspect substrate syringe was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed by installing the substrate syringe on the aia-900 test instrument. The substrate syringe passed functional testing. The reported issue could not be replicated.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed and was able to reproduce the issue by performing a substrate replacement and noticed the squeaking noise. The fse replaced the substrate syringe and performed a substrate replacement. No further squeaking was noted. System validations were performed. The aia-900 analyzer returned to operation. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from installation date of (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: action: please contact tosoh local representatives. The probable cause of the issue is attributed to faulty substrate syringe.

Event description:
A customer reported squeaking noise came from the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg), estradiol (e2), prolactin (prl), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.